Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). It was also reported that the right atrial (ra) lead exhibited high thresholds. The device and lead remain in use. No further patient complications have been reported as a result of this event.